Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the spouse that the patient sought medical attention from emergency medical services (ems) and was taken to the hospital, where the patient had been hospitalized with hyperglycemia on (B)(6), 2026. The patient's blood glucose (bg) levels reached 36 mmol/l (648 mg/dl) while wearing the pod on the arm for less than 1 hour. The previous pod was due for change as it was worn 72 hours or longer and the patient was experiencing high bg levels. The spouse replaced the pod (the one worn for less than 1 hour) before ems arrived due to the patient's rapidly rising bg levels and vomiting. The spouse reported that they believe the new pod was not switched from manual to automatic mode during ems transport and at the hospital. The patient was treated with insulin drip and saline drip for dehydration. The patient was still admitted at the time of this report. The pod was removed and discarded at the hospital.